Event description:
It was reported via repair work order that the brakes were reported to be broken. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were reported to be broken. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was reported in error by the user facility. There is no reported product malfunction or complaint for this unit.